Event description:
A hemobahn partially deployed. The line broke during an attempt to continue the deployment. The prosthesis was taken out, which caused the vessel to rupture. The dissected vessel was then relined with another hemobahn during surgery. The pt was doing well during the f/u.